Event description:
Hcp reported, via the MFR's implantable system product registry, the lead migrated into the pt's cervical spine epidural space. The lead was moved back down to the lumbar spine and reanchored. The pt symptoms included tingling in the arms and inadequate coverage of the right lumbar spine. The pt recovered without sequela. A f/u report will be sent if add'l info is rec'd.